Manufacturer narrative:
Supplemental report created for additional information .

Event description:
The phone call was pulled for clarification, and found that ems was called out for the customer due to her reported low blood glucose levels.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was exposed to fluid and alarmed low battery and low reservoir. Customer's blood glucose was 178 mg/dl at the time of incident. Troubleshooting found that the self test passed. Customer indicated that their blood glucose had been low but declined to troubleshoot for any of the pump issues.